Event description:
In 2008 - reporter alleged the head frame was bent/damaged. No injury reported. He does not know how it was bent. A week later - tech - head section damaged. Replaced head section weldmont, both left and right retracting arms and both pivot extrusion slides. Replaced head cylinder, d-pin, and long sensor link. Applied appropriate labels. Repair completed.